Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported since the port placement, the patient allegedly experiencing the pain. It was further reported that, every time the device could not be aspirated before flushing. Reportedly, the patient experienced pain during chemo treatments. There is no further information regarding additional intervention or medication to treat the pain. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement procedure, the patient allegedly experienced pain. There is no further information regarding additional intervention or medication to treat the pain. There was no reported patient injury.